Event description:
Boston scientific received information that this clinician was inquiring about end of life (eol) and storage mode behavior. Technical services discussed behaviors. One month later the local sales representative called technical services and was inquiring if the device could store events at eol. He noted the patient had an atrioventricular nodal reentry tachycardia at or around 200 bpm that was not stored. Technical services suspects the rate was slightly below the cutoff. This device is part of the shortened replacement window product advisory and technical services discussed the device could possibly be exhibiting the advisory behavior. The device was subsequently explanted and replaced. It was noted the device had a minor drop out of 1-2 beats in ventricular fibrillation. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
The device has not been returned. Should this device get returned or should additional information become avialable, this report will be updated.